Event description:
It is reported that the provisional broke in half during trailing.

Manufacturer narrative:
Evaluation summary: as returned, the part is broken along the corner of the c-channel into two pieces. It is reported that the part broke while trailing. It is likely that the part experienced high load which cause the fracture of the part. Device history records indicate device manufactured to specification.